Manufacturer narrative:
(B)(4). The device was manufactured between september 19, 2013 - september 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed tiny black specks between 0.02 and 0.10 square mm in size, embedded in the stress-member column. The specks were not in the fluid path. The reported condition was confirmed. The cause of the condition was determined to be due to a manufacturing issue. A quality alert was initiated and awareness training was conducted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had small black spots in the ¿active side¿ of the pump. This occurred before filling of the device. There was no patient involvement. No additional information is available.